Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed error did not return, and successfully started new sensor session.